Event description:
The customer reported that the ventilator is witching from ac power to dc power by it self. When unit does the momentary switch to dc power then back to ac power, both voltages drop 4vdc. The unit is having intermittent loss of ac power.the customer reported there was no patient involvement.